Manufacturer narrative:
Age at time of event: over 65 years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in two different vessel located in the superficial femoral artery (sfa) and tibial peroneal trunk. A 4.0mm x 40mm x 135cm charger balloon catheter was advanced in the sfa, but the balloon ruptured. The device was replaced with a 3mm x 40mm x 145cm coyote es balloon catheter and it worked okay. Then they worked on a lower vessel that was measured via intravascular ultrasound. A 3mm x 40mm x 145cm and 2mm x 40mm x 144cm coyote es balloon catheters were advanced in the tibial peroneal trunk but also ruptured. The balloon catheters were removed and they tried inflating them outside the patient's body. It was noted that there was an incision that it looks like it was poked through. The procedure was completed with a half size up or half size down from the third balloon catheter. No patient complications were reported and the patient's status was fine.